Manufacturer narrative:
(B)(4).

Event description:
On april 19, 2010, the facility representative reported to baxter global technical services that on mini-infuser with a condition of, not infusing. The reported condition occurred during patient therapy in the pediatrics unit and therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).